Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with broken off end cap, missing end cap sticker, severely scratched lcd window, cracked battery tube threads and broken reservoir tube lip. Missing segments noted during testing due to open lcd zebra connector. Unable to perform functional test including basic occlusion, occlusion, prime and excessive no delivery alarm test due to broken off end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 158 mg/dl. Customer stated that the drive support disk was loose and she pushed on and the blood glucose started to drop. Customer stated that her son give her glucagon shot and a glucagon tablet. Nothing further was reported.